Event description:
Philips received a report from a customer that a radiologist sustained a broken toe and lost his nail while operating the trolley together with a nurse, while a patient was positioned on top of the trolley.

Manufacturer narrative:
(B)(4). A radiologist was operating the trolley together with a nurse, while a patient was positioned on top of the trolley. At the entrance of the examination room, the floor is sloped. At this point the radiologist got his foot stuck between the floor and the hydraulic column of the trolley. The radiologist was wearing slippers with open toes. Kinetic energy of the trolley caused the engineer to break his toe. The risk mainly exists when the trolley is operated by 2 persons. Therefore special care must be taken when using the trolley to follow the instructions for use of the trolley within hospital or imaging facility including type of required foot wear. Philips is working on action that consists of the replacement of the front and rear covers of the ingenia mr flex trak trolley with new covers with a protection bumper that prevents foot clamping.